Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned a pediatric sample when tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer. Based on the data provided, the ft4 ii and ft3 iii results were discrepant. The initial ft4 ii result was < 0.023 ng/dl. The sample was repeated twice with results of 1.77 ng/dl and 1.80 ng/dl. The initial ft3 iii result was 1.12 pg/ml. The sample was repeated twice with results of 4.59 pg/ml and 4.56 pg/ml. All results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer had no issues with qcs or other patient results.

Manufacturer narrative:
The repeat results were believed to be correct. The patient was not adversely affected. It was noted that the customer uses sample tubes with 11 mm diameter for children. The customer did not request any further investigation. The investigation was unable to find a definitive root cause.